Event description:
Boston scientific received information that during a normal patient follow-up, the battery gauge was very close to elective replacement indicator (eri) and the magnet rate was at 90 ppm. Automatic threshold testing was performed and the threshold was changed from 1.3 to 1.2 volts. After the follow up, it was noticed that the device's estimated longevity changes to 2 years. No adverse patient effects were reported. A memory download was sent to boston scientific technical services (ts) for evaluation. A ts consultant reviewed the data and discussed that the the small changes in thresholds and impedances are impacting the battery consumption and influencing changes in the estimated longevity calculation. It was discussed that turning off automatic capture (ac) and manually setting the thresholds would help increase the longevity on this device. The device remained implanted and in service. A year later, the device was explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but was utilizing more battery energy than previously estimated.